Event description:
Plaintiff reports initial bilateral implantation 3/27/80 with explant 12/9/85. Plaintiff alleges injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.